Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 29mm sapien 3 case by tf approach in the pulmonic position, severe resistance was encountered during valve alignment and the valve was only placed between the markers with difficulty. The valve was positioned in the pulmonic position and deployment started, however the balloon did not inflate and the inflation liquid leaked out at the balloon. The delivery system with valve were removed through the esheath and new devices were prepared. The new valve was successfully implanted. The patient is doing well.

Manufacturer narrative:
Corrected codes based on pre-decontamination of the device.  During pre-decontamination of the device it was observed that the crimp balloon was torn. Investigation is ongoing.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, it was observed that the delivery system was returned with almost full fine adjust used and partial flex. The distal end of the inflation balloon was bunched. Extreme compression was noted on the distal end of the flex shaft. Kinks were observed on the flex shaft approximately 1¿ and 1.75¿ from the distal end of the flex tip. The crimp balloon was torn near the valve crimp marker. Multiple exposed struts were observed on the valve. Bent struts were observed on the non-skirt side of the valve. Functional testing of the delivery system was performed. The balloon shaft was able to be pulled to the valve alignment position and locked. Full fine adjust was able to be performed with no abnormalities observed. The crimp balloon double wall thickness and the flex shaft od were measured as dimensions deviating from the specification per drawing could have contributed to the reported event and/or be indicative of a manufacturing non-conformance. The crimp balloon wall thickness was found to be within specification. Additionally, the flex shaft outer diameter was found to be within specification. A DHR review was performed and did not reveal any issues that could have contributed to the reported complaint events. A review of complaint data for december 2017 revealed that the complaint rate has not exceeded the control rates for the applicable trend categories ¿valve alignment difficulties¿ and ¿damaged¿. Manufacturing mitigations were reviewed and the inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The complaints for ¿delivery system ¿ difficulty with valve alignment¿ and ¿balloon ¿ torn¿ were confirmed based on visual inspection of the returned device. The crimp balloon was torn and there was severe compression/kinks on the distal end of the flex shaft. In addition, there was balloon bunching on the distal end of the inflation balloon. It should be noted that the sapien 3 valve is not currently approved for use in the pulmonic position. However, a review of IFU/training materials for use of the commander delivery system and the s3 valve in the aortic position revealed no deficiencies. Since the device was able to be prepped (including de-airing) without any reported issues, it is likely that the damage to the crimp balloon occurred during use and was not present upon leaving the manufacturing facility. Review of complaint history suggest that patient and/or procedural factors may have contributed to the difficulty with valve alignment and crimp balloon tear. Potential root causes for radial tearing of the crimp balloon proximal to the I/c bond have previously been identified and documented. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, contributing to valve alignment difficulty. The procedural training manual provides guidance for correcting valve diving and flex shaft compression during valve alignment. Although the case notes state that valve alignment was performed in a straight section, severe flex shaft compression was observed on the returned device, which can occur due to alignment in a non-straight section. Additionally, bent struts are observed on the non-skirt side of the valve, while exposed struts are observed on the skirted side of the valve. If the valve was improperly crimped onto the delivery system, it can also lead to resistance during valve alignment as the struts catch and drag against the balloon. Balloon bunching was observed on the distal end of the inflation balloon, which could have occurred due to the bent struts catching and pushing the balloon material distally during alignment. Furthermore, the distal of end of the flex shaft was noted to have two kinks, which can occur due to excessive force/manipulation during delivery system advancement/alignment, and can also contribute to valve alignment difficulties. The high alignment forces can potentially lead to a tear in the crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As such, it is likely that patient/procedural factors contributed to the reported event. Since no manufacturing non-conformances or IFU/training deficiencies were identified, an fmea assessment is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the complaint control limit for the trend category, no product risk assessment (pra) is required at this time. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. However, since no product non-conformance was confirmed in the returned complaint device and the occurrence rates did not exceed the respective complaint control limits, no further escalation is required at this time.